Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.